Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, mesh poked through near mid-incision.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation, update codes and additional information. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. The cm has been notified of the reported complaint.

Event description:
Additional information received, the physician indicated he uses the same technique and surgical protocol for each of his altis patients. He indicated he does not perform a cough/leak test. He theorized that the cause of the extrusion could be infection, but infection could not be confirmed. History of smoking.